Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip open while locked. It was reported that this was a mitraclip procedure to functional mitral regurgitation (mr) with a grade of 4+. It was noted thin leaflets and a very large atrium. The clip delivery system (cds) was advanced to the mitral valve; however there was difficulty grasping the leaflets with the clip. An aortic hugger was observed; therefore, the plus knob was turned in plus direction for a full turn; however, the angle was not sufficient enough to have a satisfactory grasping. The decision was made to perform a second transseptal puncture. The cds was removed with the steerable guide catheter (sgc). The second puncture was performed more posterior and inferior. The cds was re-inserted into the sgc. The cds was advanced to the mitral valve, and the clip grasped the leaflets. During the deployment sequence, the clip opened more than 20 degrees while locked. The clip remained stable on the leaflets; and therefore, the arm positioner was turned in the closed position to close the clip. When turning the arm positioner in the open position, the clip did not open further 20 degrees; and therefore, a second final arm angle test was performed, but the clip opened more than 20 degrees. A decision was made to continue with clip deployment. The clip was deployed and remained stable on both leaflets. One clip was deployed, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. Based on the information available, the reported difficult leaflet grasping was due to combination of challenging patient anatomy and procedural conditions. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident. It should be noted that the mitraclip ntr/xtr system instructions for use (IFU) states: ¿warning: do not re-use the clip delivery system (cds) after removal. Replace the cds with a new device. Reinserting the cds after removal may result in inability to open the clip. Inability to open the clip may result in valve injury or lead to deployment of the clip in an unintended location.¿ since the cds was reinserted into the sgc to perform the second transseptal puncture, this is considered improper or incorrect procedure or method (failure to follow instructions). There is no indication that the failure to follow instructions influenced the reported events. The reported improper or incorrect procedure or method (failure to follow instructions) was due to user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.